Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for evaluation. A visual examination of the returned device found that the balloon had been inflated and was not refolded. An examination of the balloon identified no tears or holes in the balloon material. The returned unit was attached to an encore inflation device and the balloon was able to be inflated to its rated burst pressure of 12 atmospheres and maintained pressure with no leaks noted. The balloon inflated and deflated successfully. A visual and tactile examination found no issues along the length of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately tortuous and mildly calcified coronary artery. A 10/2.75 flextome¿ cutting balloon¿ was selected for use. During the third inflation, it was noted that the balloon ruptured at 6atms for 60 seconds. The device was removed from the patient's body and completed the procedure with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately tortuous and mildly calcified coronary artery. A 10/2.75 flextome¿ cutting balloon¿ was selected for use. During the third inflation, it was noted that the balloon ruptured at 6atms for 60 seconds. The device was removed from the patient's body and completed the procedure with another of the same device. No patient complications were reported and the patient's status was good.